Manufacturer narrative:
Additional information provided in h.3. And h.10. Information was provided that a facility representative indicated that the clinical reason form explant of "poor visual outcome, corneal irregular astigmatism." Additional information was provided that the 17.0 diopter lens model was replaced with an another lens model. Due to the exchange of a toric multi-focal lens to a non-toric multi-focal lens model, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was explanted as patient experienced bad vision/poor visual outcome and corneal irregular astigmatism. Additional information was requested.